Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 30-jul-2015, an fse visited the customer site, replaced the touch screen monitor, and uploaded the needed software. All display functions worked normally. The instrument was working as intended. No further actions were required by field service. The most probable cause of the reported event was corruption of the firmware.

Event description:
On (B)(6) 2015, a customer reported "display data not setting" with their aia-900 analyzer. The customer was unable to run lh-ii, progesterone, prolactin, fsh, afp and pth patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of lh-ii, progesterone, prolactin, fsh, afp and pth patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.